Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/24/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2016. Reaction was described as dry, itchy skin that was red with red bumps. Patient's mother reported that the patient visited the doctor on (B)(6) 2016 regarding the skin reaction they experienced due to the sensor adhesive. The patient has been using the dexcom cgm system for years and it was the first time they had experienced a reaction. The patient's doctor prescribed triamcinolone 0.1% steroid cream to help soothe the skin reaction. At the time of contact, the patient's rash was still present but the patient was doing better. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.